Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The patient's blood glucose level was 219 mg/dl at the time of the call. The customer's insulin pump fell while the customer was jumping on a trampoline. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with bleeding and cracked lcd glass. Unit received with missing lcd display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.